Manufacturer narrative:
Conclusion: the complaint cannot be verified due to mishandling of the product. Result the softcomponents of the menu/check buttons are worn down heavily and restricted handling of the pump is a possible implication. Therefore, moisture entered the insulin pump and destroyed the functionality of the buttons. The problem mentioned by the customer is related to careless handling of the product.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Event description:
Patient reported the confirm button on the infusion device is not functioning or is functioning badly. Patient stated the menu button is also not functioning as well as it used to. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the infusion device for evaluation.